Event description:
It was reported that the patient experienced cardiac tamponade, along with palpitations and discomfort in their chest and a right atrial (ra) lead perforation was suspected, along with pericardial effusion. It was also noted the threshold value of the right ventricular (rv) lead had increased due to "free wall in the ventricle." Along with an increase in r-wave sensing measurements around the low septum multiple times. Drainage was performed due to the tamponade prior to the revision and the lead positions were adjusted to the ventricular apex and atrial septum. The physician noted there was little slack for the ra lead, due to the consideration the anode conductor could head to the ventricle and result in tricuspid valve interference, therefore the ra lead remained in place and left anterior technique (lao) and side direction confirmed appropriate slack. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.